Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.5/1.0/074 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The lens was later exchanged with a longer length lens due to low vault and the problem resolved. The cause of the event was reported as unknown.